Manufacturer narrative:
(B)(4).

Event description:
The physician was using an admiral xtreme pta balloon catheter during an iliac procedure. During the procedure, it was reported that the balloon burst. The physician had difficulty moving the wire through the balloon. After inflation he removed the balloon and noticed the tip of the balloon came off. He had to access the other side and had to go up and over and got the tip of the balloon out. The patient is reported to be fine. No further clinical sequelae was reported for this event.